Manufacturer narrative:
Age/date of birth, weight, ethnicity: information unknown/not provided. Serial number: information unknown/not provided. Unique identifier (UDI) number: UDI number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. If explanted, give date: not applicable as the device remains implanted. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device manufacture date: unknown as product serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: manufacturing record review cannot be performed since the serial number is unknown. A historical review cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) got a flaw, crack at the base of the trailing haptic by coming out of the cartridge with doglegged shape. That it came out with the trailing haptic bent when it was injected into a patients eye. The surgeon had a feeling of resistance when the plunger was pushed at the time of lens setting during the operation. It was verified that the lens was not suck. There was no patient injury or health hazard reported and no interventions were required. It was confirmed that the lens remains implanted. No further information was provided.